Event description:
A customer observed repeatable positively biased tsh results on a pt sample. The result was reported, and questioned by the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.